Event description:
It was reported that the customer experienced a blood glucose (bg) level of 436 mg/dl and diabetic ketoacidosis. The cause of the elevated bg was an unspecified malfunction alarm. The customer called 911 and the paramedics assisted by administering insulin intravenously and transported customer to emergency room, where subsequently the customer was hospitalized. Reportedly, the customer was released the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.